Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited inappropriate auto mode switch episodes due to competitive atrial pacing. Programming changes were recommended.